Manufacturer narrative:
The customer¿s report of an IV set leaked around the pumping segment was confirmed. Visual inspection observed that the silicone segment had a tear near the upper fitment. The tear measured 0.0238 inches long. Visual examination under a microscope noted a crush mark to the upper blue fitment. Functional testing was performed; a leak was observed coming out from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The root cause of the tear is unknown.

Event description:
The IV tubing leaked while in the pump. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.